Event description:
The IV did not retract and resulted in a needle stick injury. The clinician was stuck in the right thigh.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not returned for the investigation. The device history was reviewed for the reported lot number 8095813 and no irregularities were noted during the lot's manufacture. (B) (4). (B) (4).